Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Pain is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Pain is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure in conjunction with an intracameral implant procedure, the patient is experiencing chronic "achy" pain for one (1) month which began on postoperative day one (1). Per report, the surgeon restarted steroid medication, and noted that the eye appears quiet with the stent in good position, and the patient is being monitored. Through follow-up, the following additional information was received. Per report, the patient's pain appears to have improved. Additional information has been requested.